Event description:
A customer reported that a ga-101 chemotherapy infusion which was started at 1540 was expected to finish at 1940 and did not complete until 2210. The pump was tested for rate accuracy by the biomed dept at the user facility and the results showed the device to be infusing accurately (225 ml infused within 4 hrs.) The customer requested an event log review to determine why the infusion ended at 2210 instead of 1940. The customer reported the hosp does not use wireless to update pumps, and the pump's clock is ahead by one hr. Ga 101 infusion prescription: 1000mg/250ml. Final concentration = 4mg/ml. Initial rate 50mg/hr, 12.5 ml/hr. Increase by 50mg/hr every 30 min. Up to max of 400 mg/hr. No pt harm occurred and no medical intervention was required. Although requested, no pt details are available.

Manufacturer narrative:
(B)(4). Customer has provided logs and data set. A f/u report will be submitted once the investigation has been completed.